Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the patient was receiving cetuximab which was given undiluted in an empty bag. The empty bag used was a 500 ml ICU medical bag 7951-53. The nurse started the 2-hour infusion at 225 ml/hr. Via a port (bd safe step 20g 0.75 ref lh0031) at 10:36 am. At 12:20 the nurse glanced at the bag and noted it was nearly full. The pump said 286 ml's had infused but the nurse said it looked like maybe 50 ml infused.